Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to disodgment. When the physician was attempting to remove the lead the coil became damaged.